Manufacturer narrative:
Additional information regarding this event is currently being gathered. Results from the event evaluation and system repair will be included in a follow up report upon investigation completion.

Event description:
A customer reported an ie33 ultrasound system shut down unexpectedly during use on a heparinized patient. The procedure in progress was completed successfully after restarting the system several times. There was no patient or user harm associated with this event.

Manufacturer narrative:
A philips field service engineer visited the site to test the system and found system performing as intended. The transducer in question was not available for further analysis. No further investigation could be performed by philips r&d as no additional information was provided.